Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log was performed. Visual inspection revealed a damaged power cord. The cause of the condition was not determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The power cord was replaced to correct the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged power cord. This occurred before use. There was no patient involvement. No additional information is available.